Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. Moreover, the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. Moreover, the ventilator's air gas module was contaminated with water. Our field service engineer investigated the reported ventilator on site. The air gas module was replaced to resolve the issue as it was contaminated with water. The source of the water was from a defective drainage valve from the compressor that was used on this ventilator, that lead to condensed water flowed into the reported air gas module (please check the compressor complaint tw918640). The provided picture from the filter chamber of the reported air gas module confirms the contamination. No further investigation is needed as ingress of water in an air gas module had probably affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).